Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported the lead was capped and replaced due to high threshold and no capture. It was also reported the device lasted less than 3 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.